Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported scar. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: unavailable. Operating system: unavailable. Hardware: unavailable. Cgm sensor type: unavailable.

Event description:
It was reported by the patient that the pods are causing scarring at the infusion sites. The patient describes the site as a dark mark what looks like hyperpigmentation left where the cannula inserts. The patient did not seek medical attention for the issue.